Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Without the wrap for evaluation by the site the root cause of the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Without the wrap for evaluation it can not be determined if the chemistry outside the cell pack as seen in the photo is stray chemistry or an issue with heat pack integrity per formula card. Stray chemistry is a minor attribute. Final confirmation status: not confirmed.

Event description:
Event verbatim [preferred term] 2 heat wraps of a 4ct pack have damaged heat cells where the content leaked [device leakage] , allergic rash with swollen and red the next day [dermatitis allergic]. Case narrative:this is a spontaneous report from a non-contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), device lot number n17092, expiration date mar2019, from an unspecified date for back problem. Medical history was not reported. Concomitant medications were none. A german customer bought thermacare during his holiday at netherlands and complained that 2 heat wraps of a 4ct pack have damaged heat cells where the content leaked on an unspecified date. The patient had an allergic rash from this that is swollen and red the next day. It was even open. The customer used thermacare for 8 hours and then the next morning he noticed the adverse events on an unspecified date. The customer went to his physician and got diclofenac. The customer also felt like the product did not become hot. Like it had not effect. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Product investigation results were as follows: the root cause category is non-assignable (complaint not confirmed). Without the wrap for evaluation by the site the root cause of the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Without the wrap for evaluation it can not be determined if the chemistry outside the cell pack as seen in the photo is stray chemistry or an issue with heat pack integrity per formula card. Stray chemistry is a minor attribute. Final confirmation status: not confirmed. Follow-up (16dec2019): this follow-up report is being submitted as a final reportable MDR., comment: the event "2 heat wraps of a 4ct pack have damaged heat cells where the content leaked " (device leakage) and allergic rash were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction that has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Without the wrap for evaluation by the site the root cause of the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Without the wrap for evaluation it can not be determined if the chemistry outside the cell pack as seen in the photo is stray chemistry or an issue with heat pack integrity per formula card. Stray chemistry is a minor attribute. Final confirmation status: not confirmed.

Event description:
Event verbatim [preferred term] 2 heat wraps of a 4ct pack have damaged heat cells where the content leaked [device leakage], allergic rash with swollen and red the next day [dermatitis allergic]. Case narrative:this is a spontaneous report from a non-contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), device lot number n17092, expiration date mar2019, from an unspecified date for back problem. Medical history was not reported. Concomitant medications were none. A german customer bought thermacare during his holiday at (B)(6) and complained that 2 heat wraps of a 4ct pack have damaged heat cells where the content leaked on an unspecified date. The patient had an allergic rash from this that is swollen and red the next day. It was even open. The customer used thermacare for 8 hours and then the next morning he noticed the adverse events on an unspecified date. The customer went to his physician and got diclofenac. The customer also felt like the product did not become hot. Like it had not effect. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Product investigation results were as follows: the root cause category is non-assignable (complaint not confirmed). Without the wrap for evaluation by the site the root cause of the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Without the wrap for evaluation it can not be determined if the chemistry outside the cell pack as seen in the photo is stray chemistry or an issue with heat pack integrity per formula card. Stray chemistry is a minor attribute. Final confirmation status: not confirmed. Company clinical evaluation comment the event "2 heat wraps of a 4ct pack have damaged heat cells where the content leaked " (device leakage) and allergic rash were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event were assessed as associated with the use of the device. Comment: the event "2 heat wraps of a 4ct pack have damaged heat cells where the content leaked " (device leakage) and allergic rash were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event were assessed as associated with the use of the device.